Event description:
Event description guidant received information that in the box, this cardiac resynchronization therapy defibrillator (crt-d) exhibited a monitoring voltage of 3.13v. The labeled box voltage is 3.25v.